Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened express bolus and escape buttons dome switch. No button error alarm during our testing. No unlocked lcd keypad connector. No moisture damage was found on the lcd, electronics, motor, battery tube and vibrator noted. The insulin pump had cracked case at the display window corner, cracked case at the reservoir display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that she placed her pump in the shower and now none of the buttons on the pump are active. The customer stated that there is fluid under the lcd display. The customer stated that the pump was neither dropped nor bumped. The customer stated that there were a lot of cracks on her pump and thought that water may have got into the pump. The customer stated that she tried to remove the battery and put it back in and the pump still alarmed button error. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.